Manufacturer narrative:
Core lab review of CT imaging from approximately 1, 10, 32, 45, 46 months post index procedure observed no endoleak, fracture, stent ring enlargement or stent ring migration. Core lab review of CT imaging from (B)(6) 2022 was not assessable for endoleak, no fracture, stent ring enlargement or stent ring migration were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a type b aortic thoracic dissection tevar was done from zone ii to just above celiac axis. It was reported the patient was found to have type ib endoleak on a CT carried 10 months later. The ib endoleak was persistent on CT's from 1 year and 5 months and from 2 years and 8 months post index procedure. No intervention was carried out. The endoleak was not visualized on CT from 3 years and 5 months post index. A CT performed at approximately 3 years and 9 months post index noted persistent type ib endoleak. A CT from 4 weeks later noted stable findings with regards to endovascular repair compared to prior, but did not specifically note endoleak. Physician has noted the endoleak on all prior imaging there are no plans for intervention/treatment. The patient is doing well. No cause was provided. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf2822c173tu, serial/lot #: (B)(6), ubd: 09-oct-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.